Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a hole in the insulated wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: upon inspection, prior to the product return to isi, there was no observation of wire being exposed due to the damaged insulation. Additionally, there was no thermal damage observed at the site of damage. There was no report of arcing during the procedure in which the instrument was last used or report of patient injury as a result of the issue. The procedure in which the instrument was last used was completed robotically. The customer was unable to release patient information as there was no patient harm as a result of the identified issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument had a damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips.